Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, smart device, and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed a voltage test and passed. Pairing with nordic bluetooth device: failed, functional test was not performed. Performed share log review and a loss of connection was found in the log. The customer complaint was confirmed because a loss of connection was observed in the logs and a communication failure was observed in the lab. .the reported event of a loss of connection was confirmed the root cause is a defective transmitter.